Event description:
Additional information: it was reported that a revision was done on 2011-(B)(6). The surgeon found the catheter spinal segment to be completely out of the intrathecal space and a new intrathecal segment was placed. Pump was infusing saline so that was reprogrammed to be infused until the patient returned to his new managing physician.

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted (B)(6) 2009, explanted unk; pouch model # 8590-1, lot # n180427, implanted (B)(6) 2009, explanted unk.

Event description:
It was reported that a patient's pump was not working properly and had an x-ray (date unknown). Per the reporter, the x-ray indicated that the catheter was no longer in the intrathecal space. The patient was scheduled for a catheter revision surgery on (B)(6) 2011, but needed to find a physician to fill his pump. As of (B)(6) 2011, the patient established new management with a new physician. No patient symptoms were reported; the patient's status was undetermined at the time of the report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.